Event description:
New information noted that the device was reprogrammed on (B)(6) 2018. No additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a superior ventricular tachycardia episode was diagnosed as a ventricular tachycardia episode. It was suspected that the diagnosis was due to the far field programmed settings were low due to myopotential oversensing. No additional information was reported.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported submitted on (B)(6) 2018. The narrative was erroneously submitted. The correct to supersede the initial should be ¿it was reported that the implantable cardioverter defibrillator diagnosed a superior ventricular tachycardia (svt) episode as a ventricular tachycardia episode. Inappropriate antitachycardia pacing was delivered to treat the svt. It was suspected that the diagnosis was due to the far field programmed settings were low due to myopotential oversensing.¿. ¿required intervention to prevent permanent impairment/damage (devices)¿ should have been selected in first follow-up report submitted on (B)(6) 2018.

Event description:
It was reported that the implantable cardioverter defibrillator diagnosed a superior ventricular tachycardia (svt) episode as a ventricular tachycardia episode. Inappropriate antitachycardia pacing was delivered to treat the svt. It was suspected that the diagnosis was due to the far field programmed settings were low due to myopotential oversensing.